Event description:
Excess weight removal. Target weight loss .2 kg with actual weight loss of 1.5 kg after 1 1/2 hrs of treatment. The pt's blood pressure decreased to 67/42 with pt beginning to lose consciousness. Clinic staff administered 500 cc saline and moved the pt to another machine for ultrafiltration (uf) only. It was reported that the rn administering the treatment repeatedly cleared dialysate pressure high alarms. Gambro tech svc found the machine to be functioning to MFR's specs.